Event description:
To a heavily calcified cto lesion as anterior tibial artery, confianza pro 12 guidewire was advanced. After several manipulations, physician felt the torque response was lost. X-ray observation revealed tip deformation with the guidewire. When the guidewire was pulled back, tip was broken apart at 1.5 - 2 cm from tip end and remained in the anatomy. Attempt of retrieval with snare failed removal of the fragment.

Manufacturer narrative:
Device insp could not be conducted because it was discarded by the facility. Lot history review revealed no anomaly and no other incident report for this lot product. It is inferred that the guidewire was caught by the calcified lesion, where the pullback and/or rotational manipulation was applied with a force exceeding the product's design limit, resulting in the breakage and separation of the guidewire. Warning section of IFU describes; "if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel." "When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction." "Separation or breakage of guidewire" as one possible complication and adverse event.